Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeons inserted the device into the anus of the patient properly; followed by proper suture tie and all steps-to-use were followed. Before closing the stapler and compressing the tissue, the tissue and circumference of the anus were inspected; no complication or adhesion found. Then, the stapler was closed, by rotating the knob until the indicator fell within the green zone. The final position of the indicator was at the middle of the green zone. The surgeon then waited for 30 seconds before firing. After that, the safety was removed and one-smooth complete fire was carried out. Upon the firing, a tactile feedback was heard but it was softer than expected. The surgeons therefore further pressed the handle but no further extent of compression was achieved. After the firing, they waited 20 seconds before opening the stapler. After they opened it, it was found that no staple line was formed on the tissue and no staples were found in the anus. Also, no cutting of tissue was found. After inspection, the surgeon decided to fire again with the same stapler. After the second firing, there was tissue cutting and a complete tissue donut was formed. However, again, no staple line was formed on tissue. Finally, the surgeon needed to use suturing to complete the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.